Manufacturer narrative:
Not available.

Event description:
As per the reporter (consumer), waterpik-100 ultra was used and reported the unit sparked at the cord and base, then smoke came out. This report was received via other source from the united states of america on 23-mar-2026. The reporter (male) reported using waterpik-100 ultra. As per case description, "owned since (B)(6) 2024. Unit sparked at the cord and base, then smoke came out. No damage to people or property besides a burn on the consumer's shirt. Used daily. No additives and has not cleaned. Asking the consumer how he stored the unit and if the cord was wrapped around the unit. The consumer claims to have occasionally wrapped the cord around the unit for storage". No additional information was available. Correction: upon review, it was identified that additional information was inadvertently included in the previously submitted narrative. The narrative was updated to remove this information. This correction does not impact the reportability of the case.

Manufacturer narrative:
Not avail.

Event description:
As per the reporter (consumer), the waterpik-100 ultra was used and reported that the unit sparked at the cord and base then smoke came out. This report was received via other source from canada on (B)(6) 2026. The consumer (male) reported using the waterpik-100 ultra. As per consumer, "owned since (B)(6) 2024. Unit sparked at the cord and base, then smoke came out. No damage to persons or property besides a burn in the consumer's shirt. Used daily." The consumer further reported "burns on the countertop" and stated, "while using the device, a large spark appeared, followed by a loud popping noise and the power in my bathroom immediately shut off. After unplugging the unit and resetting the breaker, I noticed two black burn marks on my sink as well as on the device itself. No additives and has not been cleaned." The consumer stores the unit by wrapping the cord and states that they are wrapping and unwrapping for each use. During use, the unit shut off, and they tried to power it back on with the power button. They unplugged and plugged back in, then they fiddled with the cord where it attaches to the unit and the unit sparked. They have thrown the unit away. They are trying to clean the countertop, but they may want compensation if they need a repair or replacement. No additional information was available.